Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-02713 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) on (B)(6) 2008. The patient stated that following the procedure, she suffered recurrent pelvic pain, erosions, recurrent infection of the tissue around the mesh, and a colovaginal fistula.